Event description:
Follow-up identified the patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient complained she was not receiving any pain relief from her scs system. The patient stated she turned the stimulation off and noticed no change in her pain levels. The patient would like to have her system removed.